Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Concomitant medical products: guide wire: 0.014 grand slam 300 cm, sheath: 7fr rabie, stent: 3.5 x 19 rx graftmaster. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted in the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use (IFU) specifies the rated burst pressure (rbp) is 16 atm and clearly states not to exceed the rbp. In addition, it should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use, (IFU) states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. The investigation determined a conclusive cause for the reported device operates differently (failure to seal)/stent graft leak and difficult to deploy (wall apposition) cannot be determined. The reported patient effect of occlusion is listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use (IFU), as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other rx graftmaster device referenced in describe event or problem and concomitant medical products is being filed under a separate manufacturing report number.

Event description:
It was reported that on (B)(6) 2017, the patient presented with an aneurysm in the severely diseased, tortuous left tibioperoneal (tp) trunk after undergoing directional atherectomy and angioplasty with a drug-coated balloon. As planned, on (B)(6) 2017, two covered stents were selected for treatment of the aneurysm. After advancement of a 7fr non-abbott sheath and a 0.014 grand slam 300 cm guide wire via the right common femoral artery, a 3.5 x 19 rx graftmaster covered stent was deployed at 19 atmospheres (atm) then a 3.5 x 16 rx graftmaster was deployed at 19 atm in the proximal tp trunk. Each stent was post-dilated to 4.7 mm distally and 5.0 mm proximally, respectively. The aneurysm was sealed proximally and distally, but there was mild residual leak at the stent overlap area; this mild leak is expected to self-seal / exclude. There is brisk run-off through the posterior tibial artery to the foot and the outcome was excellent, overall. Post-procedure, the left posterior tibial pulse was 2+ and the left dorsalis pedis pulse was 0. There were no adverse patient sequelae. No additional information was provided.